Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed no power issues. No damage was observed to the battery compartment or cap. The battery cap fastened securely to the pump. The pump was exercised for 24 hours without power issues being duplicated.

Event description:
The reporter stated that the pump shut off several times and the screen would go blank. It was also stated that when the battery cap and batteries were replaced, the pump would still reboot and that this was happening for three months.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.